Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited farfield oversensing on the right atrial (ra) channel. There were atrial tachy response (atr) episodes due to farfield oversensing. Technical services (ts) recommended programming options and to change sensitivity. This device remains in service. No adverse patient effects were reported.